Event description:
An infusion pump was sent in for service where a baxter technician discovered the pump to underinfuse during accuracy testing. The facility's representative stated that no pt incidents were reported on this pump since the last baxter service event.